Manufacturer narrative:
The insulin pump alarmed radio frequency error during self test due to a faulty component on the reference board. The unit passed the idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test and rewind. Unable to verify lost sensor alarm due to radio frequency error alarm. The unit had minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error while trying to find lost sensor. The patient's blood glucose at the time of incident was 127 mg/dl. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. There were also two prior radio frequency error alarms in the alarm history. The insulin pump was returned for analysis and a replacement device was shipped to the customer.